Manufacturer narrative:
After following up with the customer, it was determined when the customer originally reported that their device had no voice prompts, the customer did not power the device on and had forced the lid open.  There was no device failure and the device was returned to service for use.  The device will not be returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device did not have any audio prompts when the on/off button was pressed and the device lid was opened. Without any audio prompts, the device may not be able to be used on a patient, if needed. There was no report of any patient use associated with the reported issue.